Event description:
The pt experienced intermittent stimulation since an extension was added last month. Impedance measurements were good: 978, 70, 1132. The electrode configuration was changed. The pt was instructed to call the field rep if the problem persisted. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).